Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm due to blank display. Pump received with cracked case at the display window corners and cracked lcd window.

Event description:
Customer reported via phone call that the insulin pump had crack at front of near the up and down arrow. Customer's blood glucose level was unknown at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.